Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set was leaking at site on (B)(6) 2024 and on (B)(6) 2024. The blood glucose level was 364 mg/dl and 268 mg/dl at the time of events. The infusion set was in use for 24 hours. No further information available.